Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging really tired, getting dizzy, headaches and feeling lightheaded.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging really tired, getting dizzy, headaches and feeling lightheaded.there was no report of serious patient harm or injury.. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of soot like, black coating internally. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminate found wasconsistent with soot like, black coating. The manufacturer confirmed there was no evidence of sound abatement foam degradation.